Manufacturer narrative:
The customer¿s report of the set leaking from the pumping segment was confirmed. During visual inspection of the set it was noted that the pvc tubing had three slice cuts just above the upper fitment measuring 0.057, 0.069, and 0.034 inches long. Functional and pressure testing confirmed leaking from the cuts. The cause of the reported leak was identified as damage on the pvc tubing. The source of the damage was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the patient was being returned from ultra sound, the transporter informed the rn that the tubing was leaking. Upon inspection, it was noted that the tubing was leaking above or from the inside of the pump. There was no report of patient harm.